Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing information. The analyst noted episodes recorded with apparent atrial undersensing seen on the egms. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited potential undersensing causing delivery of anti-tachycardia pacing (atp) therapy. The lead remains in use. No patient complications have been reported as a result of this event.